Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit after use. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "ac power cord broken" was confirmed and duplicated by baxter personnel.?the root cause of this condition was determined to be ac power cord cracked/broken. Ac power cord was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.